Event description:
Pt admitted with multiple gun shot wounds to the back. Pt underwent exploratory laparotomy, thoracotomy, & rt pneumonectomy. On day 8 of hospitalization blood gases of: f 02=70; p02=73; c02=72 with decreasing urine output. Documentation stated that an ctt cuff leak was discovered & also that air was noted bubbling out of pt's mouth. Chest x-ray revealed ett high, probably due to increased pressure from ventilation peep. Laryngoscopy revealed cuff seen in supraglottial area, above the vocal cord, then the cuff developed a rapid air leak during visualization. Due to edema, the reintubation attempts were unsuccessful. A surgical airway was placed. Pt developed brady.bradycardia, v-fib, asystole despite resuscitation efforts. Pt was pronounced dead at 11:00, one hr after cuff leak discovered.